Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance and high capture threshold on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient was discharged following the procedure.